Event description:
On april 16, 2007, the pt's wife (reporter), on behalf of the lay user/pt, contacted lifescan alleging that the pt's one touch ultra was not turning on. The pt has had the meter for 6 months. The pt stated that the battery was correctly installed and that there has been no trauma to the meter. In 2007, night, the pt felt "high" with symptoms of bad migraines and vomiting. The attempted to test on his meter but the meter turned off during the result countdown. He reportedly did not take any actions to administer self-care because he did not know what his blood glucose levels were at the time. The next morning, he went to the pharmacy for assistance with the meter. The pharmacist replaced the battery; however, the meter now would not turn on at all. Later the same day, the pt went to the ER to have his blood glucose tested because he was still feeling "high". The pt's blood glucose was "over 500 mg/dl" on the ER's meter and was treated with insulin. The pt was released with a blood glucose level of "165 mg/dl". It would be helpful to know the pt's testing frequency, date/time of his last successful meter test, and the pt's diabetes medication regimen. It would also be helpful to know the pt's meter readings, medications, and diet prior to developing the reported symptoms. It is unclear how long the pt has had the alleged power issue prior to developing the symptoms; however, this complaint is being reported because the pt was unable to test on his meter while experiencing symptoms that were suggestive of high blood glucose level and was then treated for hyperglycemia at the ER. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the suspect meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.